Manufacturer narrative:
Model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 17450625/17450625. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the spinal cord stimulator (scs) lead of the patient had multiple impedances. The patient underwent a scs lead explant, was doing well postoperatively and the explanted devices were kept by the hospital.

Event description:
It was reported that the spinal cord stimulator (scs) lead of the patient had multiple impedances. The patient underwent a scs lead explant, was doing well postoperatively and the explanted devices were kept by the hospital.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Model: sc-2218-70. Serial: (B)(6). Batch: 17450625 . Upn: m365sc2218700. UDI: (B)(4).